Manufacturer narrative:
(B)(4). The system was subsequently explanted. Additional observations of impedance issues and no pacing output were reported. The device was returned for testing. This product issue will be updated when analysis is complete.

Manufacturer narrative:
(B)(4). The system remains implanted at this time and no other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this patient came to the hospital by ambulance following cardiac arrest due to suspected loss of capture from a system issue. A boston scientific representative checked the thresholds and programmed the device to maximum outputs to assure capture during recovery. Threshold measurements had increased over the past six months. Another boston scientific representative performed a device interrogation and confirmed that the patient was stable with maximum device outputs. The physician wants the patient to recover and will bring the patient back in two to three weeks to schedule a revision procedure. No adverse patient effects were reported.